Manufacturer narrative:
Concomitant medical products: product ID: 41938 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and no capture. It was determined the lead had been dislodged for some time and some sensing was still occurring. The lead was capped and replaced. No patient complications have been reported as a result of this event.